Event description:
It was reported that a small volume infusor overinfused medication to the patient. The expected infusion time was 46 hours; however, the infusion was completed in 34 hours. The device had been filled with an unspecified drug solution. This issue was observed after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: the lot was manufactured from august 27, 2021 - august 30, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.